Event description:
Had surgery in (B)(6) 2020 went to the gyno in 2022 and he told me the sling is corroded and needs to be removed, it was for a coloplast altis sling 519650. I was referred back to the doctor office who did the surgery but he is retired but the doctors office is still open and another doctor in the office said he needs to do surgery to remove it but he is not going to be my doctor because I was upset with his nurse and has refused to see me as a patient. Basically he does not want to clean up the other doctors mess.